Event description:
Mastisol was used to close surgical wound originally in (B)(6). Allergic reaction noted at that time. Second surgery was performed on (B)(6) 2011 at (B)(6). Patch test was performed and was positive. Reported to md and hosp and product was still used. Extended hosp stay was required, medrol dose pack, benadryl and cleansing of the area. Pt also developed a sore itching rash at site, blisters, itching over the entire body. Weakness, dizzy, nausea and vomiting, fatigue, sob, suffocation type feeling, and chest pain.